Event description:
It was reported that the user replaced an infusion set and believed it was not deployed correctly because the site felt unusual and was painful to touch, while blood glucose remained unaffected; the agent guided a replacement of the infusion set only, insulin delivery was resumed, and a two-pack of infusion sets was shipped. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, and a usage problem was identified, consistent with improper or incorrect procedure during infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.